Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of far field p-wave oversensing due to myopotentials were observed. Technical support was contacted and reprogramming was recommended. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the recommended reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.